Event description:
Reported due to device entanglement with boston scientific filter wire found in testing and investigation. Physician successfully deployed an x-ceed biliary stent in the carotid artery. Following deployment of the stent the physician felt resistance when attempting to remove the delivery system. The physician removed the device with "manipulation". The patient had no adverse effect. Upon testing and investigation a boston scientific filter wire was found attached to the sheath of the xceed stent. Although requested, no additional information was provided.